Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that customer was hospitalized for low blood glucose. No blood glucose reading was reported. The customer then experienced low blood glucose levels for the next four nights. It was then determined that the basal rates has been changed. Nothing further was reported.